Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not turn on since the c-arm didn't react. The fse investigated the system and found that the issue was with the pdu (power distribution unit) fan tray. The fse replaced the defective fan tray and dcps assembly to resolve the reported issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura xper fd20 system c-arc did not respond and that the system could not be turned one. The green light was lit and the hemodynamics worked. The system was not in clinical use and no harm has been reported. Philips has started an investigation of the complaint.